Event description:
It was reported that pump touchscreen was cracked and shattered, with damage confirmed under screen protector, and customer could not read or use touchscreen. Customer¿s blood glucose level was reported as 171 mg/dl. Customer planned to use multiple daily injections as backup therapy, and technical support confirmed pump details and shipping address, provided storage and return instructions, and arranged replacement of pump under warranty.